Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 15mm was returned for analysis. A visual and tactile inspection identified no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a longitudinal tear 1mm distal to the proximal markerband along the length of the balloon (approximately 9mm in length). Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device, and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device, and no patient complications were reported.